Event description:
It was reported that during a lap appendectomy, the device fired malformed staples. Another like device was used to complete the case with no patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.